Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: dtpb2qq crt-d implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient "I am having a problem with my defibrillator, it goes off every now and then. The lady checked it ear lier this month, did something and stopped it from doing it. Then I had it replaced and it is doing it again. I am hearing it every day, two to three times a day for a few days." The lead remains in use. No patient complications have been reported as a result of this event.